Event description:
A customer reported to baxter (B)(4) an interlink injection site in which a connection is loose between the injection site and a threaded luer lock. The condition was found before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and no defect was found. A thread interface function test was performed on the returned samples with a bd thread lock cannula and found no defect. In addition, a slit was presented at the center of the septum to allow injection to be performed. The reported condition was not confirmed. The root cause was not determined. A batch review could not be completed as the lot number was not provided by the customer. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.